Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken and crease fold. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool.

Event description:
Additionally, patient reported "pain" for the right side. In addition, the physician did not confirm the previously reported capsular contracture.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side possible rupture and capsular contracture baker grade ii. The device was explanted.